Event description:
Infection after the surgery. (B)(6) was detected. And spacer, insert and glenoid sphere were changed by the revision.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.